Manufacturer narrative:
Additional information received on 24 oct 2017 from the manufacturer's technical service team representative stated that the issue was resolved after the biomed replaced the airtrap block (at the customer site), the console was tested with no further issue observed. The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) reported on 23 july 2012 was reported for the thermogard console with serial number (B)(4) for the same mid09 (air trap assembly) error message wherein the airtrap blocl and sensors were cleaned to remedy the issue.

Event description:
As reported, the thermogard console ((B)(4)) displayed a mid09 (air trap assembly) error message during patient treatment. Upon examination, the user noted a leak on the start-up kit (suk) and a crack on the airtrap with noted fluid ingress in the console. Patient therapy was continued using another device. The reporter was unable to specify the length of delay due to the mid09 error message, and the length of time exchanging the patient from the thermogard console to another device. No known impact or patient consequence was reported.